Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unbearable gynaecological pain'), seizure ('seizures during the night and day for 6 months') and angina pectoris ('thoracic cage pain with infarction symptoms') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("haemorrhagic periods"), headache ("permanent headaches"), insomnia ("insomnia"), iron deficiency anaemia ("haemorrhagic periods and permanent anaemia"), loss of libido ("loss of libido"), breast pain ("painful breasts"), fatigue ("extreme chronic fatigue"), visual impairment ("vision problems"), eye irritation ("vision burning"), vision blurred ("vision difficulty focusing"), dizziness ("dizziness and light-headedness"), angina pectoris (seriousness criterion medically significant), dysgeusia ("metallic taste in the mouth"), nausea ("nausea"), renal pain ("kidney pain"), arthralgia ("joint pain"), back pain ("lumbar pain"), pruritus ("itching"), psoriasis ("psoriasis"), limb discomfort ("heavy legs"), poor peripheral circulation ("leg with poor circulation"), paraesthesia ("tingling in legs"), oedema peripheral ("oedema of the extremities"), burnout syndrome ("burnout"), depression ("depressive state"), tinnitus ("tinnitus"), ear pruritus ("itching in left ear canal"), amnesia ("memory loss"), disturbance in attention ("concentration problem"), tooth disorder ("dental problems"), alopecia ("hair loss"), gastrointestinal pain ("significant gastrointestinal problems with spasms"), food intolerance ("food intolerance"), diarrhoea ("diarrhoea"), abdominal distension ("abdominal swelling"), irritable bowel syndrome ("increased irritable bowel syndrome"), sinusitis ("sinusitis") and bronchitis ("bronchitis") and experienced seizure (seriousness criterion medically significant), lasting 6 months. The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, seizure, headache, insomnia, iron deficiency anaemia, loss of libido, breast pain, fatigue, visual impairment, eye irritation, vision blurred, dizziness, angina pectoris, dysgeusia, nausea, renal pain, arthralgia, back pain, pruritus, psoriasis, limb discomfort, poor peripheral circulation, paraesthesia, oedema peripheral, burnout syndrome, depression, tinnitus, ear pruritus, amnesia, disturbance in attention, tooth disorder, alopecia, gastrointestinal pain, food intolerance, diarrhoea, abdominal distension, irritable bowel syndrome, sinusitis and bronchitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amnesia, angina pectoris, arthralgia, back pain, breast pain, bronchitis, burnout syndrome, depression, diarrhoea, disturbance in attention, dizziness, dysgeusia, ear pruritus, eye irritation, fatigue, food intolerance, gastrointestinal pain, headache, heavy menstrual bleeding, insomnia, iron deficiency anaemia, irritable bowel syndrome, limb discomfort, loss of libido, nausea, oedema peripheral, paraesthesia, pelvic pain, poor peripheral circulation, pruritus, psoriasis, renal pain, seizure, sinusitis, tinnitus, tooth disorder, vision blurred and visual impairment with essure. The reporter commented: essure removal on (B)(6) 2018, but many symptoms persist 3 years later. Another abdominal computed tomography scan scheduled for (B)(6) (year not specified). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('unbearable gynaecological pain'), seizure ('seizures during the night and day for 6 months') and angina pectoris ('thoracic cage pain with infarction symptoms') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("haemorrhagic periods"), headache ("permanent headaches"), insomnia ("insomnia"), iron deficiency anaemia ("haemorrhagic periods and permanent anaemia"), loss of libido ("loss of libido"), breast pain ("painful breasts"), fatigue ("extreme chronic fatigue"), visual impairment ("vision problems"), eye irritation ("vision burning"), vision blurred ("vision difficulty focusing"), dizziness ("dizziness and light-headedness"), angina pectoris (seriousness criterion medically significant), dysgeusia ("metallic taste in the mouth"), nausea ("nausea"), renal pain ("kidney pain"), arthralgia ("joint pain"), back pain ("lumbar pain"), pruritus ("itching"), psoriasis ("psoriasis"), limb discomfort ("heavy legs"), poor peripheral circulation ("leg with poor circulation"), paraesthesia ("tingling in legs"), oedema peripheral ("oedema of the extremities"), burnout syndrome ("burnout"), depression ("depressive state"), tinnitus ("tinnitus"), ear pruritus ("itching in left ear canal"), amnesia ("memory loss"), disturbance in attention ("concentration problem"), tooth disorder ("dental problems"), alopecia ("hair loss"), gastrointestinal pain ("significant gastrointestinal problems with spasms"), food intolerance ("food intolerance"), diarrhoea ("diarrhoea"), abdominal distension ("abdominal swelling"), irritable bowel syndrome ("increased irritable bowel syndrome"), sinusitis ("sinusitis") and bronchitis ("bronchitis") and experienced seizure (seriousness criterion medically significant), lasting 6 months. The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, seizure, headache, insomnia, iron deficiency anaemia, loss of libido, breast pain, fatigue, visual impairment, eye irritation, vision blurred, dizziness, angina pectoris, dysgeusia, nausea, renal pain, arthralgia, back pain, pruritus, psoriasis, limb discomfort, poor peripheral circulation, paraesthesia, oedema peripheral, burnout syndrome, depression, tinnitus, ear pruritus, amnesia, disturbance in attention, tooth disorder, alopecia, gastrointestinal pain, food intolerance, diarrhoea, abdominal distension, irritable bowel syndrome, sinusitis and bronchitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amnesia, angina pectoris, arthralgia, back pain, breast pain, bronchitis, burnout syndrome, depression, diarrhoea, disturbance in attention, dizziness, dysgeusia, ear pruritus, eye irritation, fatigue, food intolerance, gastrointestinal pain, headache, heavy menstrual bleeding, insomnia, iron deficiency anaemia, irritable bowel syndrome, limb discomfort, loss of libido, nausea, oedema peripheral, paraesthesia, pelvic pain, poor peripheral circulation, pruritus, psoriasis, renal pain, seizure, sinusitis, tinnitus, tooth disorder, vision blurred and visual impairment with essure. The reporter commented: essure removal on (B)(6) 2018, but many symptoms persist 3 years later. Another abdominal computed tomography scan scheduled for (B)(6) (year not specified). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.